Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 1260. There was unknown patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device analysis: the reported complaint was not verified by power up process testing. The investigation found the ¿rtc¿ battery contacts to have a cold solder. Re-flowed the rtc battery soldering. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.